Event description:
Complainant alleged that during the biomedical department routine testing and preventative maintenance the device lost video display. The complainant indicated that there was no patient involvement in the reported failure.